Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tim20 instrument clips were not coming out of the device properly. Another instrument was used to complete the case. There was no consequence to the pt.